Event description:
As reported by our affiliates in italy, a 20mm sapien 3 ultra valve in aortic position by transfemoral approach was implanted in a non-edwards valve. Four years after a non-edwards valve was implanted, it showed signs of stenosis, increased gradients and an aortic valve area of 0.6mm2. It was decided to perform a valve-in-valve procedure with a 20mm sapien 3 ultra (s3u). After implant, it was noticed that the s3u valve required a post-dilation with a non-edwards balloon. However, a severe insufficiency was observed resulting from central regurgitation. It was then decided to implant another 20mm sapien 3 ultra valve. Patient was stable after procedure. As per medical opinion, the perceived root cause of the leak was the first post-dilation attempt with the non-edwards balloon.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). In this case, the complaint for central regurgitation was unable to be confirmed due to unavailability of imagery or medical records. Available information suggests procedural factors (post-dilation) likely contributed to the event as it was reported that ''...it was noticed that the valve had an evident waist, and it was post-dilated with a non-edwards balloon. However, a severe insufficiency was observed resulting from central regurgitation''. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.